Manufacturer narrative:
Additional information: two images provided for still image review. The image provided shows the distal end of a stent delivery system. Stent appears to be on the balloon. Possible deformation to the proximal end of the stent, however due to image quality, it is not possible to confirm or make any further observations. Correction: initial reporter first name added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used. The device was inspected with no issues noted. Negative prep was not performed. It was reported that the stent failed to cross the lesion and stent deformation occurred. No patient injury reported.

Manufacturer narrative:
Additional information: the device was being used to treat a calcified lesion obtaining 90% stenosis and 90 degree down of vessel tortuosity in the mid right coronary artery (rca). The lesion was pre-dilated. Resistance was not noted when advancing the device in the lesion and excessive force was not used. Device evaluation summary: device returned for evaluation. The distal stent was positioned over the distal markerband due to stretching of the stent. The proximal stent was positioned on the balloon at the proximal marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. The distal shaft and guidewire lumen were kinked. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to kinked guidewire lumen. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.